Event description:
Resident was being transferred from a shower chair to a wheelchair using a guldmann hd mechanical lift/basic sling. According to caregivers, the (1) upper strap "let loose" and resident was dropped to the floor. Lift and slings are checked weekly. There was no mechanical failure. Design flaw: hangar bar allows strap to release if tension is not maintained. Needs a safe guard to not allow the strap to release unless manually released by the caregiver. See scanned page. Was transferred per ambulance to hospital. Staples were placed for a scalp laceration sustained by striking an object during the fall. See scanned page.